Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during patient use, the fio2 output values were out of specification and a "low fio2' alarm occurred. There was no medical intervention or patient harm reported.